Event description:
During pentax videoscope of colon, a carcinoma of the colon was identified. Md attempted to mark tattoo with (B)(6) ink using acuject injector needles. Three failed. The last succeeded.